Event description:
It was reported that during a device implant, the pacemaker used lost capture after normal lead function was confirmed. The device set screw was noted to be too loose. The device was exchanged to complete the procedure. No adverse patient consequences were reported and the patient was stable.

Manufacturer narrative:
The reported event of setscrew came out of device header while connecting lead was confirmed. Analysis revealed that the setscrew became stuck to the wrench tip due to incorrect insertion of the torque wrench into the setscrew hex inset. This occurred due to physician forcing the wrench tip into the setscrew inset with the corners of the wrench being wedged forcefully into the setscrew inset walls which stuck the setscrew to the wrench tip. The stuck setscrew attached to the wrench tip was then pulled out of the device through the septum. The physician then attempted to reinsert the setscrew back through the septum; however, these attempts were unsuccessful and should not be done. The device passed ate testing and is confirmed electrically normal. The capture problem was due to the physician¿s incorrect use of the torque wrench while attempting to tighten the setscrew to connect the lead. The setscrew being pulled out of the device through the septum was also due to incorrect use of the torque wrench.